Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the main coil was stretched, and broken inside the patient. In addition, the coil delivery wire was kinked due to handling damage. The functional test was unable to be performed due to the condition of the returned device. As per the additional information, the coil was confirmed to be in good condition prior to use and was prepared as per the dfu (direction for use). It is probable that the main coil was jammed within the microcatheter and it was stretched and broken/ fractured during removal from the patient. An assignable cause of cause traced to component failure will be assigned to the reported event and the analyzed defects on the main coil, as the issue is associated with a product that meets the design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
During the coil embolization procedure, it was reported that the coil got stuck in the microcatheter and broke. No clinical consequences reported to the patient. No further information is available now.

Manufacturer narrative:
The subject device is not available.

Event description:
During the coil embolization procedure, it was reported that the coil got stuck in the microcatheter and broke. No clinical consequences reported to the patient. No further information is available now.